Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly and a new brady lead was implanted in the left bundle branch (lbb) placement. No additional adverse patient effects were reported.